Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the device would not boot up. During troubleshooting, fse found problem with smps or its loose connection. Fse open the host pc & reseated all the smps connection, motherboard & hdd connections. After that the system was returned to use in good working order.